Manufacturer narrative:
Product analysis: the full lead was returned in segments and analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo.

Event description:
It was reported that the patient is now in chronic atrial fibrillation. The right atrial (ra) lead was reported as "fully functional" however was deemed no longer necessary given the change in patient condition. The ra lead was explanted. The returned ra lead was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.